Event description:
Patient reported mild swelling to medial aspect right knee, as well as bruising, due to a fall on both knees. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the bruising and swelling reported was likely the result of the patient's fall.